Event description:
It was reported in published article "calcification in hydrophilic intraocular lenses associated with injection of intraocular gas" that approx 8 months post implantation, the iol was explanted and replaced due to central superficial opacification of the iol confined to the pupillary area. A trabeculectomy with mitomycin c 0.2 mg was performed 5 months post implantation because of failure of medical treatment to control intraocular pressure. Six weeks later, 20% perfluoropropane (c3f8) was injected into the anterior chamber to control postoperative hypotony and a bleb needling procedure was performed another 8 weeks later. This report refers to case 2. Pt status: visual acuity 20/32 unaided with an intraocular pressure of 8 mm hg with no topical treatment. Please reference MDR# 1119279-2012-00059 for case 3.

Manufacturer narrative:
The lot number was not provided, therefore, a lot history could not be performed. Investigation is underway. Add'l info has been requested but no new info has been rec'd to date. Reference: "calcification in hydrophilic intraocular lenses associated with injection of intraocular gas." Published article from the american journal of ophthalmology accepted for publication nov 9, 2011.